Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after a pvi (pulmonary vein isolation) ablation procedure with a varipulse catheter, the patient experienced low blood pressure, low heart rate, and tamponade treated with transthoracic puncture and removal of 300ml of blood drained. A few minutes after the patient left the or (operating room), low blood pressure and heart rate were noted. Tee (transesophageal echocardiogram) was performed. A tamponade was confirmed. Protamine was administered to stabilize the patient. Patient was taken back to the operating room where transthoracic puncture was performed. 300ml of blood were drained. Case spontaneously converted from medtronic cryo to biosense webster varipulse because the medtronic cryo system didn¿t work. Procedure started as usual. Inserting cs (coronary sinus catheter), doing transeptal puncture, advancing vizigo and varipulse to the left atrium. Bipolar map of left atrium. Ablation started on the left superior pulmonary veins. A few seconds after the application, the patient started to brief heavily several times and moved on the table. Carto could compensate the movement. Second ablation was done, patient coughed and moved more. Carto could no compensate for the move. Patient was more deeply sedated with propofol. The medical team waited to do a remap until the patient calmed. A remap of the left pulmonary veins was performed. Third ablation was started with the new map. The patient once again coughed heavily and moved on the table in a way that there was a map shift that couldn¿t be compensated for the movement. The physician decided to terminate the procedure, because he deemed it too risky to continue. Both the vizigo sheath and webster cs catheter were used. The patient stabilized and it was determined that they wouldn't have long term issues. The vizigo was thrown away already and therefore couldn¿t be sent for investigation. There were no surgical delays due to the reported event, and the procedure was not successfully completed. No fragments were generated.

Manufacturer narrative:
On 11-jul-2025, the product investigation was completed. It was reported that after a pvi (pulmonary vein isolation) ablation procedure with a varipulse catheter, the patient experienced low blood pressure, low heart rate, and tamponade treated with transthoracic puncture and removal of 300ml of blood drained. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31565936l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).